Event description:
It was reported that there was a 30 minute delay during a cast removal due to the blade coming out in a cracked area of the cast cutter, but there was no anesthesia administered. Another device was used to complete the procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.